Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis with unknown date the customer's blood glucose level was 478 mg/dl. The customer stated that they got multiple no delivery and the motor error alarm. The troubleshooting was performed for the pump alarm and they were unable to complete the rewind. The insulin pump will be returned for analysis.